Manufacturer narrative:
The intraocular lens was inserted and removed during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol), model zcb00 was noted to be scratched upon insertion into the eye. The lens was removed without enlarging the incision. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 5/9/2017. Device returned to manufacturer? Yes. Device evaluation: the product was returned for evaluation. The lens was returned cut in two pieces. Visual inspection revealed fibers/particles on lens pieces related to the handling of the unit out of the sterile environment. Residues of viscoelastic solution were observed which indicate that the unit was handled and prepared for surgical use. Some scratches were also observed on lens pieces. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.